Event description:
The device was usd during an unknown procedure. It was reported by the rep only info received to date is that the staples collapsed when fired. One used instrument being returned for eval. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: based on the information received and the visual and functional results, it was concluded that the retaining pin was not pushed fully forward into the anvil hole prior to firing the instrument. This is evidenced by the visible damage to the instrument. As the instrument is shipped in the locked out position, it is very important that the retaining pin must be fully forward and completely into the anvil hole prior to dialing the adjusting knob into firing range. It is imperative that the grey retaining pin tab be fully flush against the distal end of the track. This will unlock the instrument and allow it to perform as designed. It should also be noted that if the retaining pin is not fully forward, it will cause the staples to not align properly with the anvil causing the staples to be malformed. Comments: mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve products.